Manufacturer narrative:
One device was returned for analysis. A review of the event history log (ehl) showed error 1871. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the rotation detection sensor. As a result, the rotation detection sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited error code 1871. There was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.